Event description:
According to the reporter, during a robot assisted laparoscopic esophagojejunostomy, tap block esophagogastroduodenoscopy, the user was advancing the device tube as the fellow observed and as indicated, the two pieces separated before it was supposed to. Both pieces were removed and were intact.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.